Event description:
It was reported that during a spinal surgery, the bur broke in the handpiece device. It was also reported that there were no broken pieces left behind and there was no injury to the patient. It was further reported that another bur was readily available and the procedure was successfully completed.

Manufacturer narrative:
The bur subject to this MDR has not been returned to manufacturer for evaluation as yet. The bur part number and lot number has not been provided.